Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to unit post op with foley catheter in place. Patient was repositioning self in bed throughout the afternoon, and nurse was doing their best to keep lines untangled with the hourly neuro vital checks that had been ordered. At 18:00 during the hourly assessment, nurse also checked all lines and noted the foley catheter had broken below the pigtail and the other end of the catheter remained in the patient. Nurse also noted the bedding was wet around the pt. Nurse attempted to deflate the balloon of the catheter by inserting a blunt fill needle into the balloon fill portion of the catheter that was sticking out of the patient but was unable to aspirate any of the water that may have remained in the balloon. Nurse then tried to very gently see if the catheter would come out of the patient with minimal pulling which the patient immediately stated they felt pain. Nurse left the foley in place and notified the md on call who consulted with urology.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to unit post op with foley catheter in place. Patient was repositioning self in bed throughout the afternoon, and nurse was doing their best to keep lines untangled with the hourly neuro vital checks that had been ordered. At 18:00 during the hourly assessment, nurse also checked all lines and noted the foley catheter had broken below the pigtail and the other end of the catheter remained in the patient. Nurse also noted the bedding was wet around the pt. Nurse attempted to deflate the balloon of the catheter by inserting a blunt fill needle into the balloon fill portion of the catheter that was sticking out of the patient but was unable to aspirate any of the water that may have remained in the balloon. Nurse then tried to very gently see if the catheter would come out of the patient with minimal pulling which the patient immediately stated they felt pain. Nurse left the foley in place and notified the md on call who consulted with urology.